Event description:
Complainant alleged that during a routine preventative maintenance check, the device's multifunction cable port connector was found to be broken and would not allow the multifunction cable to be connected to the device. The complainant indicated that there was no pt involvement in the reported failure.